Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after using a 6f exoseal vascular closure device (vcd), there was no effect. Bleeding stopped after fifteen minutes of manual pressure. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, d9, g3, g6, h1, h2, h3 and h6. As reported, after using a 6f exoseal vascular closure device (vcd), there was no effect. Bleeding stopped after fifteen minutes of manual pressure. There was no reported patient injury. A retrograde approach was used during the procedure. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU), with no visible signs of damage prior to use. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle of 30-45 degrees. The vessel diameter was confirmed to be at least 5 mm, with no visible calcium or plaque, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure. Both a 6f non-cordis pre-curved long sheath and a 6f short non-cordis sheath were used. No resistance or friction was encountered while advancing the exoseal vcd, and there were no difficulties connecting the vascular sheath introducer or deploying the plug. The vascular sheath introducer was retracted properly, locked with the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. Upon removal of the exoseal vcd and sheath, pulsatile bleeding from the puncture site was immediately noted. The device and sheath were removed as a single unit approximately 1-2 seconds after pressing the deployment button, and the plug did not fall out of the exoseal vcd shaft during removal. The device functioned normally but failed to achieve hemostasis after use. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned. Finally, it was observed that the indicator window was in the black/white and red position. No additional anomalies were observed during this visual analysis. A review of the manufacturing documentation associated with lot 18353620 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the event. Patient related events cannot be duplicated in the lab and therefore, without procedural films, the event cannot be observed. In addition, the device was received fully deployed with no anomalies noted. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, after using a 6f exoseal vascular closure device (vcd), there was no effect. Bleeding stopped after fifteen minutes of manual pressure. There was no reported patient injury. A retrograde approach was used during the procedure. The user is trained to the device. The device was stored and prepped according to the instructions for use (IFU), with no visible signs of damage prior to use. Angiography confirmed the suitability of the femoral artery, including the appropriate insertion angle of 30-45 degrees. The vessel diameter was confirmed to be at least 5 mm, with no visible calcium or plaque, no nearby stent, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure. Both a 6f non-cordis pre-curved long sheath and a 6f short non-cordis sheath were used. No resistance or friction was encountered while advancing the exoseal vcd, and there were no difficulties connecting the vascular sheath introducer or deploying the plug. The vascular sheath introducer was retracted properly, locked with the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. Upon removal of the exoseal vcd and sheath, pulsatile bleeding from the puncture site was immediately noted. The device and sheath were removed as a single unit approximately 1-2 seconds after pressing the deployment button, and the plug did not fall out of the exoseal vcd shaft during removal. The device functioned normally but failed to achieve hemostasis after use. The device was eventually returned for evaluation.